Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was returned for evaluation. The investigation is confirmed for frayed material and leak. The investigation is inconclusive for material rupture. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model cq7564, pta balloon dilatation catheter, allegedly experienced material rupture, leak, and material frayed. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender, were not provided.